Event description:
The patient came into the clinic due to his mandibular distractor was not moving. The physician took the patient into surgery under fluoroscopy and got the distractor to move. A few days later, the patient returned to the clinic again due to his distractor not moving. The patient was taken to surgery. Hardware was found to be broken off at the plate insertion. All hardware was removed and new hardware was placed.this mandibular distractor that was removed was saved and is currently at our facility. Our risk management team has been in touch with synthes. The company representative was in the operating room when the mandibular distractor was removed.